Event description:
Device report 1 of 2: reference MFR report: 1627487-2012-09706. The pt is implanted with two percutaneous leads (from different lots). It was reported the pt experienced a fall and subsequently loss stimulation coverage of the left side. X-rays showed the pt's left lead has migrated out of the epidural space completely. The pt is working closely with his physician to determine the next course of action.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.